Manufacturer narrative:
(B)(4) were not analyzed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Internal investigations have been opened to evaluate these types of issues. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). This is two of five reports (3007042319-2015-02774, 3007042319-2015-02775, 3007042319-2015-02776, 3007042319-2015-02777 and 3007042319-2015-02778) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of five reports (3007042319-2015-02774, 3007042319-2015-02775, 3007042319-2015-02776, 3007042319-2015-02777 and 3007042319-2015-02778) submitted for devices related to the same event.

Event description:
It was reported that the patient called the vad coordinator to inform him that the controller was changing power sources earlier than expected for all of his batteries. The batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.